Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the service technician determined no particles were observed during evaluation. The feet missing-install feet, rear case and base enclosures are damaged, which need to be replaced. No repair performed due to the device not needed for inventory. The unit will be scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a mechanical ventilator device's sound abatement foam. The patient alleged lung disease. In addition, the patient also reported dizziness, headache, nausea, vomiting and recurrent lung infections. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.